Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, however, grommet damage was noted; no anomalies found, however, the following was noted: defib conductor was distorted, blood/body fluid outer tubing overlay, outer tubing overlay breached cut and blood in/on helix/lobe mechanism; proximal conductor blood/body fluid and outer insulation breached cut were noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) grommet damage was noted; (B)(4) no anomalies were found, however the following was noted: the defib conductor was distorted, there was blood/body fluid in the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on helix/lobe mechanism, and the lead appeared damaged at implant; (B)(4) no anomalies were found, however the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and the lead appeared damaged at implant.

Event description:
It was reported that during implant the leads tested within normal limits. Then when the atrial lead was placed into the atrial port and into the pocket, the lead was oversensing. The lead was moved and had the same issue. A new atrial lead was then implanted and still had the same issue. A new device and leads were used. No patient complications have been reported as a result of this event.